Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon burst while inside the patient. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of this complaint could not be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.